Event description:
It was reported, the pt's stimulation was not as effective. Lead impedance was reported as high. Physician consult and next course of action is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.